Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint of unexpected outcome residual cylinder could not be verified. Functional lens bench testing could not be conducted due to the optic damage. The product was damaged and this damage was not mentioned by the customer. Solution and blood were observed dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for unexpected outcome residual cylinder; however, the lens was damaged. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgery coordinator reported a patient experienced residual cylinder, double and blurred vision following an intraocular lens (iol) implant procedure. An unexpected hyperopic postoperative refraction was reported by the surgeon. The lens was exchanged with an unknown iol. Additional information has been requested.